Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the deployed clip was not returned. The sheath was fully slit and undamaged, the delivery tube was undamaged and properly aligned for the access port retracted state. All four vessel locator wings (vlw) were broken and the pusher body joint was intact. The vlws were complete and securely attached to the vessel locator assembly. There was no other detected device anomaly. Damaged vlws can be caused by numerous factors including, but not limited to, manufacturing, user technique and/or anatomical conditions. During manufacturing, the lot is visually inspected for proper vlw manufacturing, deployment and retraction. A sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Reportedly, the patient weighed (B)(6) and this may have contributed to the event. Because of the patients large size, there may have been a deep tissue tract to the arteriotomy and during the deployment of the thumb advancer/delivery tube, tissue compaction may have occurred between the distal end of the clip delivery tube and the deployed the vlws. This in turn may bend and in some cases cause breakage of the vlws preventing correct vlw retraction into the delivery tube after clip deployment and cause a stuck device condition as reported. Operator technique may have played a role due to an insufficient nick and spread which may have also caused tissue compaction and lead to damaged wings and a difficult to remove device condition. However, there was no report of difficult insertion or deployment of the device indicating the nick and spread was likely sufficient. The cause for the reported difficult to remove could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed for the lot and there does not appear to be a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant additional information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed; it was stuck. The device release mechanisms were used and the device was removed from the anatomy. Although the clip had been deployed, slight bleeding occurred and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se. No additional information was provided.